Event description:
It was reported that the pt underwent surgery for a prophylactic pump replacement. When the pocket was opened the doctor noted that the catheter had "eroded". The catheter was also replaced. The daily dose was decreased. No pt outcome was reported. The pump contained a mixture of dilaudid, clonidine, and marcaine.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.